Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
After the battery installation, the insulin pump powered up and alarmed constantly due to a software error. No other error alarms could be verified. No cosmetic damage was noted.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is malfunctioning. The blood glucose reading is unknown. Nothing further reported.